Manufacturer narrative:
The device was not returned for analysis. However, based on the reported information, exception (issue) 127621 and exception (action) 132488 are referenced as this complaint is within the scope of this exception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the broken flush port to be related to a potential product issue. The investigation evaluated the reported issue, and the engineering group confirmed the issue not to be related to the manufacture, design or labeling of the product; however, a potential root cause related to environmental stress cracking (esc) was determined. Additionally, it was confirmed that the calculated occurrence risk level is within the expected rate per the risk assessment. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation steps for flushing the device per IFU were performed, the flush port on the steerable guide catheter (sgc) hemostasis valve broke during flushing. The device never contacted the patient. A replacement was used to complete the procedure.